Event description:
It was reported that the lead showed no capture. The lead was explanted and replaced. There were no patient complications reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: let330619v no anomalies found; full lead returned and analyzed.